Event description:
The patient had a cardiac arrest at home. It is unknown whether the ICD delviered therapy. Paramedics delivered multiple shocks of external defibrillation in close proximity to the ICD. The patient was taken to the emergency room. The ER report says the patient experienced ventricular and atrial fibrillation. Communication with ICD could not be established. The ICD may have been damaged by the external defibrillation. The patient was transferred to another hospital after his condition stabilized. Explant of the ICD was recommended but the patient died on april 6th of unknown causes.